Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: during the investigation, the keypad cover was found to be peeling. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging keypad was peeling/falling off. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.